Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- the patient was revised because of groin pain due to cup loosening. Update 7/31/2012 litigation papers allege the patient had pain and high concentrations of various metallic elements in her blood as a result of the failed asr and had to be revised. There was no new information received that would impact the outcome of the investigation. Added unk asr head. Update 11/8/2013 - medical records were obtained. Medical records indicate patient was revised due to absence of bony ingrowth in the acetabular cup. The information received does not change the MDR decision. The complaint was updated on: 11/25/213. Update rec¿d 11/05/2014 - plaintiff¿s preliminary disclosure form was received, which identified dob information. Part/lot was identified from patient sticker sheet. The stem and sleeve are being added to the complaint. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 12/04/2014.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.